Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up will be submitted.

Event description:
As reported by the distributor, in a 10-pk of surgical strips there were 11. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI: (B)(4). The device was returned for evaluation. It was confirmed that 11 patties were present. A review of manufacturing records was performed and no discrepancies were found. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of each strip and count the stack. The operator than weighs the stack to make sure there are 10 strips prior to bagging the stack. It is likely that the operator miscounted the strips and due to the weight variation of an additional strip being small the count scale counted the appropriate amount. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.